Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a procedure the fast-cath 5fr sheath was noted to be flimsy and the inner part of the sheath was too long. The transition from the inner to the sheath itself was not tapered enough. The sheath damaged the blood vessel. The procedure was successfully completed and the patient is stable.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.